Manufacturer narrative:
Concomitant medical device: 507645 lead implanted: (B)(6) 2005.

Event description:
It was reported that during a post operative check of the patient's newly implanted right ventricular (rv) lead, there were pauses on the electrogram. Follow up was conducted to no avail. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.